Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator without any negative patient outcome. The customer reported to have replaced the breath delivery unit (bd) printed circuit board (pcb). The covidien customer support engineer (cse) verified the malfunction in the memory log. The cse inspected the device and was only authorized to upgrade the software to the current revision. The unit passed extended self testing. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).